Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted e3 - occupation. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during set up / inspection for use (during set up in room / before patient in room), the bronchovideoscope had a blackout. There were no reports of patient involvement.